Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Surgery prolonged.

Event description:
Cement package was opened, the blister was broken, surgical delay of one minute.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. There was a minute of surgical delay. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the complaint states: ¿in surgery this morning open cement and blister was broken.¿ there is no inference of compromised sterility in the complaint description. The device was received for investigation on (B)(6) 2019 (see attachment (B)(4). Photos.pdf). Lot identification details were confirmed. The team returned the product for investigation.the returned device pouch contained the syringe barrel, the mixing cap, funnel and spatula, the ampoule on the backing card, the vacuum connections bag, and the patient labels. Physical examination of the sample revealed: 1. There were no other signs of damage to the external packaging. 2. There is a mild monomer odour associated with the foil packaging. 3. Once opened, the broken ampoule is confirmed, but no discolouration of the IFU or ampoule backing pack is noted. 4. The blister lid has unsealed from the blister pack and the lot identification details printed on the blister lid have faded due to exposure to monomer. 5. The ampoule has broken cleanly at the neck, at the scoring line. 6. The ampoule bottom has shattered, consistent with having pressure applied. 7. This is a recognised failure mode for this product. 8. No further testing required to support complaint description or root cause. During production, the tip of the ampoule is removed using a flame, filled with monomer, and then resealed with another flame. The ampoule condition is checked at several points throughout the manufacturing process and if the break had been apparent at any point, the ampoule would be rejected and disposed of as per procedure. The set of retained samples for this batch were inspected for signs of broken ampoules, none were found. Dva-107020-fde rev 6 includes this failure mode on lines 115, 116, 143 and 144. See attachment ¿(B)(4)extract from dva-107020-fde.pdf¿. The risks identified for this failure are ¿as low as possible¿ and cannot be further mitigated. The most likely cause for a confirmed ampoule break of this type is that either the storage or transit has amplified the stresses in the neck of the ampoule, and this has resulted in premature breaking at the neck. The breakage at the foot end is likely to have happened during the storage and or transit of the device. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.